Event description:
It was reported that the pta balloon dilatation catheter could not be removed from the guidewire. After angioplasty was performed, the physician attempted to remove the balloon catheter from the vessel and the device separated into two pieces within the introducer sheath.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample has been returned and the evaluation is currently underway.